Manufacturer narrative:
The insulin pump is operating within current specifications. No unexpected low battery or off no power alarms noted. The insulin pump passed selftest, off no power test and displacement test. Unable to prime during prime test due to faulty force sensor. No a33 alarms noted. Unable to complete functional test due to prime anomaly. The insulin pump was received with a broken battery tube threads and a cracked lcd display window corners.

Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. The blood glucose reading at the time that the paramedics arrived was 55mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.